Event description:
During an endoscopic procedure to treat hemorrhagic gastritis, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray was able to spray 2 times and then no longer able to spray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued section e1 phone: (B)(6). Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. A video was provided and reviewed. The video shows the distal end of the catheter in vivo. It appears some powder has been applied to the site. However, while the user shows the device handle, with the on/off switch in the "on" position and the red activation knob engaged in the handle, with the catheter connected, no more powder is seen being applied under endoscopic view. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #1 contained a large build-up of darkened powder within the distal end. Additionally, it appears the the distal end of the catheter has been cut as the distal text is missing and the length of the catheter from the red hub only measures 214.7cm, the specified length of the catheter is 221cm +/- 1cm. Catheter #2 contained a large build-up of darkened powder within the distal end. Neither catheter was kinked. Both catheters appear to be occluded. Residual powder was noted in the device nozzle. No loose powder was noted in the returned tray and on the exterior of the returned components. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The co2 cartridge was fully punctured. The foam insert was present and correctly oriented inside the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and activation knob, the device did not spray as intended, but a small puff of powder escaped when the on/off switch was turned to "on". The handle was disassembled, and the tubes were disconnected for removal of any powder. A significant amount of loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber, impacting it. A small amount of loose powder without clumps was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's cannulas found them to be clear. An inspection of the diffuser plate found it to be clear. The build up of impacted powder within the front tube is the most likely cause for the reported occurrence. The low pressure valve was disassembled and evaluated. All the internal components were intact. A small amount of powder was observed around the stem of the activation button and around the orange o-ring inside the valve. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. Both of the returned catheters were occluded and loose powder was impacted within the internal tubing of the device. The information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement with their thumb, instead they attached the catheter to the handle during advancement. Attaching the catheter to the handle during advancement is not an acceptable alternative as the air space within the handle will still allow fluid to enter the distal end of the catheter. The instructions for use states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." This is the most likely cause. Failure to occlude the proximal end of the catheter during advancement can result in the catheter becoming clogged. Additionally, the inability of the powder to exit the handle due to an occluded catheter may result in internal clogs within the device as observed. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the user did not occlude the proximal end of the catheter during advancement. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.